Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of yaw pulley thermal damage. Fa found the primary failure of yaw pulley thermal damage to be related to the customer reported complaint. For clarification, the instrument was found to have thermal damage on the yaw pulley. No damage was found on the instruments conductor wires. The instrument passed an electrical continuity test. The root cause of this failure is attributed to mishandling/misuse. No images or video were submitted for review. An instrument log review confirmed that the fenestrated bipolar forceps instrument was last used on (B)(6) 2022 with 7 uses remaining on system (B)(4). This complaint is reportable due to the following conclusion: the instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, a small piece of the plastic broke off at the jaw of the fenestrated bipolar forceps instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.